Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other). H4: the lot was manufactured from december 20, 2022 - december 21, 2022. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The under infusion occurred by approximately 30%. The device has been filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. This was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.